Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v010366v01, implanted: (B)(6) 2008, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The patient reported charging too frequently and the implantable neurostimulator (ins) was depleting quicker. It was noted that she had recently been reprogrammed or switched to a new group. A manufacturing representative (rep) "changed the wires" because they had stopped working. It was clarified that reprogramming had been done "from 1 to 2." The "wires stopped working" before and after reprogramming. These issues occurred in 2014. It was noted that the patient was currently 20 pounds lighter than when she got the implant. It was noted that the patient's relevant medical history includes degenerative disc disease/herniated disc pain.